Manufacturer narrative:
Therapy date: this event occurred in (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole between the screw and the tube of the minicap transfer set. This was noticed before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. There was no indication of a hole between the screw and the tube of the minicap transfer set. The reported issue was not verified. However, there were broken occluder feet noted during visual and functional testing. Leak testing and clamp function testing failed due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.